Manufacturer narrative:
Age is unknown; however it was reported that patient was over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stenting procedure to treat a malignant stricture at the gastroesophageal junction on (B)(6), 2011. According to the complainant, the patient was admitted to the hospital due to esophageal cancer. He had been hospitalized for a few weeks as he was not able to eat food due to the esophageal stricture. The physician decided to treat with an ultraflex stent. The physician was unable to advance the stent delivery system across the gastroesophageal junction, even after several dilations. It was reported that the endoscope passed easily. The catheter kinked approximately 15 cm from the end, near the suture hole where the suture goes into the catheter. The procedure was not completed, and the patient's hospitalization was prolonged until the physician could place a second ultraflex a few days later. On (B)(6), 2011, another ultraflex was placed successfully. The patient was reported as fine and eating properly. There were no patient complications as a result of this event.